Event description:
Event description cpi received information that this transvenous lead (0062) was removed from service because of a 'lead crush: sensing problem.' It was replaced with an endotak transvenous lead (0095).